Event description:
New information reported stated that the patient presented to the doctors office post surgery on (B)(6) 2015 and was doing well.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 24.6 cm was returned for analysis. External insulation abrasion was found at 16.2-16.9.cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact in this region. Without the return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that externalized conductors were observed on x-ray. The lead was capped and replaced. No adverse consequences for the patient were reported.